Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and the lead demonstrated significant fibrosis. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.